Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise noted on the right atrial (ra) lead which resulted in oversensing. Lead provocative testing was performed and the noise was able to be reproduced. No intervention has been taken at this time and the patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found proximal to suture sleeve tie impression. The reported events of noise and oversensing were confirmed. The cause of the noise and oversensing was due to the external insulation abrasion which is consistent with friction to the device can.